Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or determine if device behavior could have contributed to the reported high blood glucose and hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported when she checked into the hospital, blood glucose level was at 400+ mg/dl. Customer was diagnosed with dka (diabetic ketoacidosis). Treatment provided was insulin drip and manual injections. The cannula was noted as being properly inserted and no issues were noted when pod was removed. Pod worn longer than 48 hours. Pod discarded.